Event description:
The customer reported to olympus that the bronchovideoscope had leakage found from the bending section cover during reprocessing. During inspection and evaluation, connecting tube has coating peeling (1mmsq or more). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: scratches and dents found throughout the device, due to coating peeling around connecting tube, insulation resistance value does not meet specifications, due to wear of angle wire, bending angle in up/down direction does not meet specifications, pinholes in the bending section, due to a cut on bending section, water tightness is lost, and collapse/buckling/depression/scratch/cut/wrinkles of the insertion section. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the coating at the insertion section peeling off could not be identified. However, it¿s likely the cause is related to physical stress by rubbing or striking the insertion section or the like, chemical stress due to reprocessing in a non-recommended way, or stress from a bad storage environment (stored in direct sunlight, at high temperatures, or in high humidity, exposed to x-rays and ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: -important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. -the storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.